Event description:
The consumer reported the vaporizer began smoking while running in his child's room. The consumer's son has a condition called harrison's grove which was affected by the smoke from the unit.